Event description:
The hosp reported that during a coronary artery bypass procedure, the maquet logo plate on the acrobat suv vacuum stabilizer system, st, came off. A replacement unit was used to complete the procedure. There were no pt effects. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).